Event description:
Pt came over from pacu. Pt. IV tubing was leaking causing the sheets to then be saturated. The port of the IV tubing where the pca was connected. At this time, I was concerned the pt. Was not receiving the full dose of the medication. Then the tubing was changed out and now working properly.